Event description:
It was reported that, one month after the implant procedure, the patient explanted their implantable cardiac monitor (icm) as it was "almost out of the pocket." Additionally, the physician stated that the device had eroded because the incision did not hold. The device was replaced. No patient complications have been reported as a result of this event.